Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters were hard to open, and the patient had to use scissors. The patient also said that the lubrication was causing irritation, a burning sensation and redness on the urethral opening. Per email from cardinal health on 27oct2021, it was stated that the packaging of intermittent catheter was difficulty to open and were causing irritation, burning and redness on the urethral opening and labia. Also stated that the patient would be scheduling an appointment with the doctor per form received with return sample on (B)(6) 2021, it was stated that patient experienced skin irritation to lamina/urethra and patient stopped using. No medical intervention was reported

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were hard to open and the patient had to use scissors. The patient also said that the lubrication was causing irritation, a burning sensation and redness on the urethral opening. Per email from cardinal health on (B)(6) 2021, it was stated that the packaging of intermittent catheter was difficulty to open and were causing irritation, burning and redness on the urethral opening and labia. Also stated that the patient would be scheduling an appointment with the doctor.